Event description:
Caller reported that the pump battery for the t:slim x2 would not charge initially. There was no adverse impact to customer¿s blood glucose level. Caller resolved the issue by leaving the pump connected to the wall adapter for at least 30 minutes, using the original charging supplies, which led to successful charging, and no further assistance was needed.